Event description:
It was reported that during an ovarian resection procedure, the jaw would not open. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination, it was concluded that the analysis found an adhesive bond failure within the handle of the device which prevented it from operating properly. The batch history records were reviewed with no anomalies noted during the manufacturing process.